Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that, the patient experienced an issue with one infusion set where the tubing detached from the connector. The event occurred within the last week. The infusion set was in use for 2-3 minutes. The patient's blood glucose at the time of the issue was between 70 mg/dl and 250 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin.no further information available no further information available.